Event description:
In 2008, the patient reported the adhesive on his insulin infusion sets have not adhered properly for the past month. He stated the adhesive sticks to his hair, but does not stick as well to his skin. He said he uses alcohol to clean the area and allows it to dry completely before inserting the headset. He stated he has not kept any of the headsets that have peeled off. It was recommended the patient use tegaderm and an infusion set with a longer cannula. The sandwich technique was explained to the patient. On follow up with the patient, he stated the longer cannula infusion sets have worked so well he has not had to use the tegaderm. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second part to address the issue. Product was replaced. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.